Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, the device was received stuck in a motor error alarm loop that occurred during a bolus or basal delivery. The alarm history was erased due to corrupted history files. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window and a missing end cap sticker.

Event description:
Customer reported that the insulin pump returned an error alarm the night before the call. Customer also reported that the insulin pump returned a motor error alarm each time he attempted to bolus. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 262.8 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.